Manufacturer narrative:
A ge service rep performed an on site investigation. Loose cable connections on the image processor were found and repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot up. No report of patient injury.